Event description:
Customer alleged receiving a used, soiled, and dirty device containing fingerprints. Box was not damaged or opened. Customer used the device. Customer stated there are several errors and there are results in the memory which do not belong to customer. Caller stated device results are high since using it (262 mg/dl). No treatment was received. A request was made for product return and replacment product was sent.